Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips on the maryland bipolar forceps instrument were not closing properly. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip is bent, causing side to side misalignment of the grips. There is a .088 offset at the tips, indicating that overloading at the tip occurred. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal end of the main tube exhibits various scratch marks with light material removal. Engineering concluded that the damage was likely due to instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.